Event description:
It was reported that there was a red alert on latitude. This cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. Technical services was contacted and recommended device replacement. The patient was admitted into the hospital for an emergency box change. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection noted no anomalies. Review of device memory identified several faults recorded between 15 october 2020 and 25 october 2020. A memory error was confirmed. The device was reset to normal operation and testing confirmed pacing and sensing operated as expected. Next, the device was placed in an oven set to 40 celsius and was monitored overnight. The device did not revert to safety or boot core modes. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. No high current drain was detected. The battery was independently tested and found to be functioning normally. The root cause of the observed memory error, faults, and reversion to safety mode could not be identified during analysis. Field reports for similar device behavior.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies other than tool marks. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The device was in safety core mode when it was received. The device operated normally during analysis. No power on resets were recorded by device memory. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that there was a red alert on latitude. This cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. Technical services was contacted and recommended device replacement. The patient was admitted into the hospital for an emergency box change. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that there was a red alert on latitude. This cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. Technical services was contacted and recommended device replacement. The patient was admitted into the hospital for an emergency box change. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.